Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms becoming much less audible was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded and submitted for review that showed overlapping events spanning approximately 11 days (02jul2023 ¿ 12jul2023, 18aug2023 per timestamp). Events occurring on 18aug2023 were recorded during testing at abbott. The driveline was disconnected on 12jul2023 at 12:06:52 for a system controller exchange. There were no notable alarms active in the log file. The returned system controller passed all testing and was able to support pump operation with all alarms activating as intended. The speakers were visually inspected, and no debris was observed. The speakers on the controller were individually tested with a sound meter, while a self-test was performed on the controller, and were above the minimum decibel level per design. Additional information provided on 02aug2023 stated that the cause of the reduced alarms sounds was not identified, the speakers did not appear obstructed, and that the issue resolved after the controller was exchanged. A root cause of the reported event was not determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the speakers did not appear to be blocked and the cause of the reduced alarm sounds were not identified. The issue resolved with controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that alarms had become much less audible. A controller exchange was performed. Log file review did not find any unusual events.